Event description:
As reported by the user facility: the answer to the following question reflects a reportable pump set air alarm against the container as a result of air alarms with no bubbles visible. When the pump alarmed for air in line, was there visible air in the line? If so, were attempts made to clear the air bubbles and were they successful? Answer: the first time, there was visible air. Line was reprimed. The other times, no air bubbles were visible, but the rn continued to reprime the line in case. Most of the times, repriming was done manually. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for evaluation; however, b. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.